Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. No further tests could be performed due to unresponsive buttons. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the escape button on the insulin pump does not respond. Customer's mother stated she was trying to change the set and could not get past the fill tubing screen. Blood glucose value was 300 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.